Manufacturer narrative:
(B)(4).

Event description:
It was reported to us that the impactor was threaded into the implant to back it out so a broach could be advanced further into the femur. As the surgeon back slapped the stem the threaded area of the impactor broke of inside the implant. Back-up was used, stem and impactor have been replaced and no injury to the patient has been reported.